Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A french distributor contacted zoll to report that a patient developed a rash under the lifevest. Patient advised the rash is like a burn which is itchy and painful. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician at a hospital gave her a treatment for the rash. Outcome of the irritation is unknown.